Manufacturer narrative:
(B)(4).

Event description:
It was reported that the asymptomatic patient presented in the operating room prior to device change out and it was noted that the pulse generator was in backup vvi operation. The device was explanted and replaced. No further information was available.